Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were found not to respond to button presses. All of the keypad buttons did have normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the battery compartment was found to be leaking and there was moisture found in the battery compartment. Also unrelated to the complaint, evaluation revealed a vibration motor failure. There was moisture and corrosion found in the vibrator motor. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.